Event description:
Smiths medical international ltd, has been notified of an event that cuff leakage was found after in use for four hrs. The tracheostomy tube was pretested per the instructions for use. No advere outcome to pt.